Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.50/+2.5/080 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting, lens rotation and permanent loss of bcva. The lens was repositioned but the problem was not resolved, so the lens was removed. The lens was replaced with a longer lens (implanted vertically) and the problem was resolved.